Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 267 mg/dl. The contact did not report the cause of the high bg; however, stated that it was not due to any issues with the pump. Tandem technical support assisted the contact with the calculation of the pump bolus to address the high bg.